Event description:
It was reported that this right ventricular lead was surgically explanted and replaced due to rising pacing impedance and high capture thresholds measurements. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. The device eventually returned, the analysis results were added below. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed). Setscrew marks were in the correct location on the terminal pin. The lead passed continuity and hipot testing, indicating intact conductors and no electrical shorts between them. Pressure test passed, indicating the lumen/outer insulation is intact. Laboratory analysis was unable to confirm the reported allegations of high capture thresholds and high pacing impedance, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. No evidence of device defect, malfunction, or abnormal damage was found.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to rising impedance and high capture thresholds measurements. No additional adverse patient effects were reported.